Manufacturer narrative:
Part number and lot number were not provided. Product was not available. At this time, there is no objective evidence to suggest a direct link between the post-operative condition and product used during the procedure. Physical evaluation, investigation, conclusions, complaint history, DHR/batch/lot, labeling and risk management reviews were unattainable without a valid lot number and product code provided. If objective evidence or relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. No further actions required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after the procedure with an endobutton, the patient showed complete dislocation. The reconstructed ligaments were not confirmed on MRI images. It is unknown how the event was treated and the outcome of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.